Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that while pushing down the base and attempting to pull the handle up until the needlepoint was locked in the base, resistance was felt. When the needle was removed, it was found that the needle was bent. There was no reported patient injury.

Event description:
It was reported that while pushing down the base and attempting to pull the handle up until the needlepoint was locked in the base, resistance was felt. When the needle was removed, it was found that the needle was bent. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent needle was confirmed but the exact cause remains unknown. The product returned for evaluation was a one 22 ga x 0.75 in safestep infusion set. The returned product sample was evaluated and the needle was observed to be bent at the needle shaft the following observations were noted during the sample evaluation: usage residue was seen on the sample which proved that the product had experienced at least some use the bend in the needle had occurred away from the needle base which can be caused by device manipulation during/following port access. The tip of the needle bevel appeared unremarkable. Based on the evidence provided with the returned sample it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred during use or storage of the product, and no evidence was observed which supported a specific root cause of the event. H3 other text : evaluation findings are in section h.11.